Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported an intermittent generator error message. The system shuts down when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.